Manufacturer narrative:
Concomitant medical products: b-braun lot # j6e196, 0.9% sodium chloride injection usp l8002; b-braun lot # v4239, 5% dextrose injection usp 100ml partial fill in 150ml pab container; therapy date: (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary infusion 100ml of vancomycin was set to infuse at 56.6ml/h however was noted to be infusing into the primary 250ml bag of ns instead of into the patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. No anomalies were observed during visual inspection. Functional testing confirmed back flow from the secondary into the primary, indicating a faulty check valve. Further testing was unable to replicate the back flow. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the check valve failure was not identified.